Manufacturer narrative:
(B)(4). Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb leaked on 2 occasions during use. The following information was provided by the initial reporter: material no. 305271, batch no. 9198518. It was reported that medication is coming out between the syringe and the needle where they connect.